Event description:
The ge oec 9800 fluoroscopy system intermittently would display a blank or black image.

Manufacturer narrative:
A ge oec service representative investigated the issue and re-seated the ckt pcb and connectors. The interconnect cable was inspected and the ccd camera connections were also re-seated. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.